Event description:
Material #: 515056. Batch#: unknown. It was reported by customer that the injector disconnected from central line. Verbatim: injector disconnected from central line. Per follow (B)(6) 2024 with regional manager: (B)(6) is the territory manager over musc. He is planning an upcoming site visit with them to understand the challenges they just brought to his attention. In one email last week, they expressed they have had multiple disconnections throughout nursing and pharmacy. (B)(6) went ahead and put in the pirs to ensure it was on record with the information they shared. The intent is to set up a follow up meeting with the account and complete a walk through/followup education to ensure the challenges are addressed. The account has been utilizing optima in the (B)(6) hospital for 1.5 years now. (B)(6) 2024: per rep follow up. After visiting the facility and speaking with numerous people, it looks likely that this is simply user error. In most cases, the locking injector was not being attached properly, resulting in higher failure rates. The bag spikes that fell out seem to be the result of using the spike with a specific type of baxter bag that makes it difficult to insert. They advised that they will keep me posted of any other events that occur. I have also asked them to capture lot numbers and photos in the future. Please let me know if there is any other information that you need. Thanks.

Manufacturer narrative:
Pr 9469592: MDR submission for device evaluation. Bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Rep will continue to meet with facility and provide ongoing education. No additional information available. Based on the limited information, no further investigation can be performed. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.